Event description:
It was reported that during a rcr - lateral row fixation, the multifix failed/split in half during an attempt to redeploy the anchor inside the patient. All pieces were removed. The procedure was completed without significant delay using a back-up device in an additional bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device intended to be used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolated event. A review of product print/specifications found that there were no abnormalities observed. A review of the instructions for use found: do not implant the anchor in poor quality bone or where bone quantity is limited. Incomplete insertion or poor bone quality may result in implant pullout. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Care must be taken to avoid creation of a shallow bone hole. Use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Individually tensioning the sutures may cause the device to back out of the bone hole. Over tensioning the suture may result in incomplete insertion or implant pull out. Factors that could have contributed to the reported event include: (1) tissue thickness. (2) misalignment of inserter handle. (3) excessive force. (4) over tensioning the suture. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.